Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the use of a high-energy endo therapy accessory without sufficient distance from the distal end may have led to the burning of the distal cover. A definitive root cause of the reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling suggested event can be inspected and prevented by following below IFU. Operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection 3.3 inspection of the endoscope operation manual for gif/cf/pcf-290 series chapter 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.